Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('right side abdominal pain-really bad around late 2012 & occasional since- often sharp pain when sneezing, a week of paon after last pap etc') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), infection ("infections"), headache ("headaches"), nausea ("nausea to the point of gagging from brushing teeth; going straight from shower to bathroom floor, unsure if I could get dressed fro work, fragrances make me sick; etc"), decreased appetite ("loss of appetite- force myself but food is not appealing"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), anxiety ("anxiety"), heavy menstrual bleeding ("long, heavy, difficult periods (physical & emotional problems affecting me half month)"), loss of libido ("loss of libido"), coital bleeding ("spotting during/after sex") and lymphadenopathy ("enlarged lymph node near right side groin"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain, infection, headache, nausea, decreased appetite, abdominal distension, gastrointestinal disorder, anxiety, heavy menstrual bleeding, loss of libido, coital bleeding and lymphadenopathy outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, coital bleeding, decreased appetite, gastrointestinal disorder, headache, heavy menstrual bleeding, infection, loss of libido, lymphadenopathy and nausea to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("right side abdominal pain-really bad around late 2012 & occasional since- often sharp pain when sneezing, a week of paon after last pap etc") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), infection ("infections"), headache ("headaches"), nausea ("nausea to the point of gagging from brushing teeth; going straight from shower to bathroom floor, unsure if I could get dressed fro work, fragrances make me sick; etc"), decreased appetite ("loss of appetite- force myself but food is not appealing"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel problems"), anxiety ("anxiety"), heavy menstrual bleeding ("long, heavy, difficult periods (physical & emotional problems affecting me half month)"), loss of libido ("loss of libido"), coital bleeding ("spotting during/after sex") and lymphadenopathy ("enlarged lymph node near right side groin"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, abdominal pain, anxiety, coital bleeding, decreased appetite, gastrointestinal disorder, headache, heavy menstrual bleeding, infection, loss of libido, lymphadenopathy and nausea to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jul-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.